Manufacturer narrative:
Continuation of d10: product ID (B)(4) lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID:(B)(4), serial/lot #: unknown, ubd: UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for spinal pain indications for use. It was reported that they had a hard time connecting to their pump with their equipment. The patient mentioned they noticed the issue over the last couple weeks. The agent reviewed the communicator considerations and connection lag information. The agent assisted the patient with clearing data per the attached ka. The patient indicated the connection seemed faster than it was previously and would monitor the issue. The agent connected the patient to healthcareit for adjusting samsung time and discuss battery depletion concerns.